Event description:
The manufacturer received information alleging a failed test step that occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a third-party service center field service engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation verification pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. Follow up repairs have been cancelled and the case has been closed due to the customers decision not to repair the device. If any additional information is received, a follow-up report will be filed.